Manufacturer narrative:
Suspected device evaluated by ok biotech and concluded that the meter and strips operated within specifications. The meter current test is 1.5ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons were ok. Tested the suspected meter with suspected strip with in house control solution. The readings of control solution. The readings of control solution test for low level are: 38/44 mg/dl; for high level are: 268/250 mg/dl, the request gcs range is low: approximately 25-70 mg/dl; high: approximately 200-300 mg/dl. All results were within the acceptable range.

Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 7:30am. Pt's niece (B)(6) called in stating that pt's meter was displaying a "hi" reading at the time of the event. Caller stated that pt was displaying symptoms of slow responsiveness. Pt performed a total of 3 glucose test with the prodigy meter as follows: after the 7:30am reading, pt was given 15 units of novalog. After the 10:30am reading, pt was given 20 units of novalog. After the 12:30am reading, paramedics were called. All 3 results with the prodigy meter resulted in a "hi" reading. Paramedics were called 15 minutes after the last test with the prodigy meter. Upon arrival, paramedics performed a blood glucose test with their meter with a result of 488 mg/dl. Approximately 5 minutes had passed between the last test with the prodigy meter and the paramedic's meter. Pdc sent replacement and prepaid envelope requesting return of suspect system. (B)(4).